Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient has a medtronic deep brain stimulation (dbs) and spinal cord stimulation (scs) devices and was implanted with st jude deep brain stimulation device for the right brain for left hand tremor. Patient reported that a month ago, they were implanted with the st jude device for essential tremor, and they were having pain on the right brain, from part of the head and down the eye. Patient stated that when they had the st. Jude ins on (with all the medtronic devices off), the st. Jude ins "but" they still had the pain mentioned above. Patient stated that if they had all three devices on, they noted the medtronic devices did not play nice with the st. Jude device. No falls/trauma that could be related to the issues were reported. Patient had the st. Jude system removed on (B)(6) 2018. Patient also noted that the medtronic dbs and scs were working as intended, and they had no other issues complaints regarding the systems when run together, only when run with the st. Jude device. No further patient complications were reported/ anticipated as a result of this event.